Manufacturer narrative:
The reporter was advised to clean the internal water reservoir. While cleaning the reservoir, the reporter noted there was slime in the reservoir. After cleaning the reservoir, no further issues occurred. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received low results for an unspecified number of patient samples tested with ca2 calcium gen.2 on a cobas integra 400 plus. Data was provided for a total of 16 patient samples and of these, 10 had discrepant ca results. No incorrect results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients. The ca reagent lot number was 41274701, with an expiration date of 31-aug-2020.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. No information regarding the last cleaning prior to the issue of the reservoir could be provided. The customer was informed how to clean the water reservoir and in which interval the user task: ¿¿cleaning of the internal water reservoir¿¿ needs to be done. The instrument operator's manual includes a section titled "clean internal water reservoir" that states: "you must clean the internal water reservoir to prevent the build up of contaminants which can affect the water quality, and therefore the quality of the results produced. At the same time, you must also replace the liquid filters, which filter out particulate matter from the water supply." This section also states this must be done once every six months.